Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. On an unreported date, the patient experienced suspected peritonitis. This report involves the same patient as in (B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The cause of the suspected peritonitis was not reported. The patient was treated with unspecified antibiotics (medication, dosage, frequency, and route not reported) for the suspected peritonitis. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the suspected peritonitis event. Additional information was requested, but is not available. This is report 2 of 3.